Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On 04/01/2026, the patient received a cgm critical low glucose alert, indicating a value below 40 mg/dl, and the patient did not have associated symptoms for hypoglycemia. No confirmatory fingerstick blood glucose (fsbg) measurement was performed at that time. In response to the alert, the patient¿s husband contacted 911. Emergency medical services (ems) arrived within a few minutes and obtained a fsbg measurement, which showed approximately 500 mg/dl, while the cgm continued to display ¿low¿ without a numeric value. No treatment was administered by ems. Due to the elevated blood glucose level, the patient was transported to the emergency department (ed) for further evaluation. The patient remained in the ed for approximately 3¿4 hours. During the visit, additional fsbg were taken; however, exact values were not provided. According to the patient¿s husband, blood glucose levels remained elevated during the stay. The patient received insulin injections to stabilize glucose levels. The attending physician evaluated the patient multiple times during the visit. Throughout the ed stay, the sensor remained in place and continued to display ¿low¿ without a numeric value. After approximately four hours, the patient¿s blood glucose levels were reported to have stabilized, and the patient was discharged home. Following discharge, the patient¿s daughter performed a fsbg test at home, which showed 155 mg/dl, while the cgm continued to display a ¿low¿ alert. Due to the continued discrepancy between cgm and fingerstick readings, the cgm sensor was replaced. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator in the hospital. The reported glucose values fall within the d zone of the parkes error grid when ems arrived. The reported glucose values fall within the c zone of the parkes error grid after the patient got home. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.